Manufacturer narrative:
Olympus medical systems corp.(omsc) could not investigate the subject maj-1080, because the subject maj-1080 was not returned to omsc. From the report, omsc surmised that the cause of this phenomenon was the following factor. When the user connected the subject maj-1080 to the uhi-4, the o-ring of the subject maj-1080 was damaged because the user tightened the subject maj-1080 with a strong force. The instruction manual of the subject device states the corresponding method in case of an abnormality.

Event description:
During the endoscopic coronary artery bypass graft surgery with the uhi-4 and the cylinder hose maj-1080, the user confirmed that co2 was leaking from the device. When the user replaced the subject maj-1080 with another the cylinder hose, co2 did not leak from the device. As a result, the procedure was delayed about 30 minutes. The local service engineer replaced the o-ring of the subject maj-1080 with another an o-ring and completed the repair. The local service engineer reported that the o-ring of the subject maj-1080 was worn due to the excessive pressure. There was no report of the patient injury other than the delay of the procedure.